Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that: "anterior capture welding gave way and top cutting surface came off."